Event description:
A (B)(6) year old male playing tennis on (B)(6) 2015 and experienced a cardiac arrest with subsequent fall and head trauma. He was resuscitated in the field. Upon admission to the emergency room the CT was negative for intracranial bleed, ph was 6.93. He had st elevation acs on ECG and was taken to the cardiac cath lab for emergent treatment. An impella ventricular assist device was inserted but it folded upon itself. The cardiologist was unable to free the catheter from the right external iliac artery. The device and sheath were sewn in place. The patient was taken to the ICU remaining in cardiogenic shock with high pressor and inotropic needs. The right lower extremity was ischemic with no doppler signals in the right foot. Patient returned to the operating room for retrieval of the device and implant of another impella. A diagnostic iliac arteriogram was performed demonstrating tortuosity of the right external iliac artery. The previous retained device was found in pieces and removed. Dissection of the artery required stent placement. Patient continued to deteriorate despite maximum pressor and inotrope support and expired.